Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to enter in the transmitter ID into the pump. Reportedly, the "abc" selection was not responding to presses, and the keypad on the touchscreen would not switch from numbers to letters. Tandem technical support performed troubleshooting and the customer was able to successfully enter in the transmitter ID. There was no reported impact to customer's blood glucose level.